Manufacturer narrative:
Evaluation summary: the customer's reported condition was confirmed. Inspection of the device revealed damaged batteries. A corrective and preventative action has been initiated (mdq-CAPA).

Event description:
The facility reported that the battery will not hold a charge. Information was not provided regarding whether or not the failure occurred during an infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention.